Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 260 mg/dl. Customer stated that after dinner, customer had blood glucose around 200 mg/dl and also stated that customer had bolus too little as had high blood glucose all night, blood glucose was its currently at 220 mg/dl, but my finger stick is 239 mg/dl. Customer also stated that pump was under delivery and customer had experienced high blood glucose since he has gotten pump and the pump has maintained his blood glucose over 200 mg/dl for over 4 hours. The troubleshooting was performed for high blood glucose level. Customer reports the following symptoms related to their high blood glucose was diabetic ketoacidosis and treated with bolus. The insulin pump will not be returned for analysis.